Event description:
Customer hospitalized for observation due to high fasting blood glucose readings on device. Customer's device = 128-150 mg/dl for the past few weeks. Hospital device = 95-107 mg/dl while in the hospital. Customer will be released when their new device has been tested by the hospital for 24 hours. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.